Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the hospital experiencing chest pain. Review of surface electrograms revealed temporary pauses. The physician checked the device and found it to be operating normally. The device was reprogrammed and the patient was asymptomatic and would continue to be monitored.